Event description:
It was reported that the lead had migrated which was confirmed thru x-ray imagery. This caused pain and undesired sensation to the patient. The patient underwent a lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Correction to the initial MDR in block h6; the patient code should had been burning sensation.

Event description:
It was reported that the lead had migrated which was confirmed thru x-ray imagery. This caused pain and undesired sensation to the patient. The patient underwent a lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).